Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I had the customer to run the door ajar safety test sensor, I also had him to run a patient side occlusion test, and fluid side occlusion test. The 8100 failed on the patient side occlusion. I also explain to the customer that he needed to replace the patient side sensor. The customer said ok and ended the call.